Manufacturer narrative:
Submit date: 09/19/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reports when they remove the cap (another company provides the caps) that attach onto the uvc (every 24 hours), blood will leak out as they do not have a way to secure the uvc line. Because they do not have a way to close off the port when the cap is removed, they are bending/folding the uvc just below the hub where the catheter is joined and securing it down with a transparent dressing. After they do this, the line seems to crack and leak.

Manufacturer narrative:
Submit date: 11/17/2016. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.